Event description:
It was reported that the patient's left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. The patient is a participant in the "pain free" post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products d364trg implantable cardioverter defibrillator (ICD)  2011-(B)(6); 5076-52 implantable pacing lead 2011-(B)(6); (B)(4) implantable tachy lead 2011-(B)(6). (B)(4).